Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator connection was repaired. The collimator was calibrated and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a collimator iris potentiometer error prior to a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.